Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) with an implantable infusion pump who is receiving baclofen with unknown concentration and dose for intractable spasticity. It was reported that patient had a baclofen pump for over 10 year with very little problems. Then about 2 years ago patient got a lift from surehands.com (patient stated having the molded hands, not the sling) . It was mentioned that after a little while, patient started having multiple catheter leaks. Last summer consumer had 2 leaks and after the 2nd surgery, the incision where the pump was, got infected and unfortunately hcp had to take everything out. Patient have been trying botox treatments but so far it hasn't helped the night spasms. Hcp said he would be willing to put another baclofen pump in; however, patient asked if it was possible that the bathroom lift slowly pulls the catheter out over time. Patient stated he was trying to figure out why he had so many problems after going a decade with few problems. Rep reviewed "activities requiring excessive twisting or stretching" in, labeling. Rep gathered the event date over about 2 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) who reported that the patient had this pump and catheter explanted on (B)(6) 2020 due to complications from a cerebrospinal fluid leaks. This was done without the rep's knowledge and this pump and catheter were still listed as implanted when the patient had a new pump implanted today (B)(6) 2021. The patient wanted a new pump implanted as they did not do well after their previous pump was explanted last year. It was unknown if there were any external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The pump and catheter were discarded after the explant last year. The issue was resolved at the time of the report. The patient was receiving baclofen (500 mcg/ml at 50 mcg/day) at the time of the report.

Event description:
Additional information was received from a consumer indicated the pump was removed last summer due to an infected area (the explant date was not provided). It was further reported the cause was never determined; however, the patient had a consultation with the doctor in august about possibly trying another baclofen pump. It was noted the patient had one for about ten years with great success. The patient had a bathroom lift system and for about two years had several catheter leaks {refer to manufacturing report # 3004209178-2020-11878, 3007566237-2019-01164, and 3004209178-2019-06007 regarding catheter issues} . It was noted after the last surgery, the pump incision got infected, and everything had to be taken out. Currently, the patient was ready to try a baclofen pump again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg2zhkv07, implanted: (B)(6) 2020, explanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.